Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was fraying of the mesh. It was reported that when the vizigo sheath was removed from the patient, it was visibly frayed at about the 4th electrode. The case was completed, therefore, the sheath was not replaced. There was no patient consequence. Additional information received indicated the device damage resulted in exposed wires and/or braids. There were no lifted or sharp rings. For transseptal puncture, physician reported resistance and difficulty maneuvering sheath during case. Post case no issue removing and physician attributed to how rigid patient septum seem to be. There were no detachments, just fraying of mesh and deterioration of sheath proximally at deflection point in shaft proximal to 4th electrode from prolonged time in septum. Shaft no longer rigid and easily bent down on itself.